Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse performed troubleshooting and contacted the uninterruptible power supply (ups) supplier to request service repair and replacement. The cse informed that the advia 1800 instrument was moved to another ups and allowed the instrument to operate normally. Siemens reviewed the information provided, and the cause of the ups malfunction is unknown. The instrument is performing according to specifications, and no further evaluation was required.

Event description:
The customer observed smoke emitted from the uninterruptible power supply (ups) used with the advia 1800 instrument. The customer noted no damage to the instrument.there are no known reports of adverse health consequences due to the smoke emitted from the ups.